Event description:
Procedure: nephrectomy. According to the reporter: during the case, the jaws were misaligned. Used another to device to complete the procedure. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended more than 30 minutes. There was no patient harm.

Manufacturer narrative:
(B)(4).